Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h11.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). E1: full establishment address: (B)(6). G2: poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plastic tip of the impactor broke during impaction. The broken part was immediately removed and the procedure was not prolonged due to the event. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11. Visual examination of the returned device identified that the inserter returned has impaction marks on the strike plate and both prongs show damage and wear and tear. The proximal end of the inserter is scratched and has gouging. The black poly inserter tip is fractured and all pieces were returned with the device. Measured the handle of the device and all measurements were conforming. Reference attached photographs and print. Device has a possible field age of 9+ years. Review of the device history records identified no deviations or anomalies during manufacturing. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.